Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for perforation as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that eleven years eleven months post filter deployment, that a CT scan demonstrated the filter perforated. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, eleven years eleven months of post deployment, computed tomography of the abdomen was revealed the tip of the filter terminates below the confluence with the right renal vein. The confluence was located approximately 1 cm below the tip of the filter. Filter terminates just above the confluence of the iliac veins. The filter was positioned centrally within the inferior vena cava. There was penetration and presumed perforation of several of the struts beyond the wall of the inferior vena cava filter. The strut at approximately 11 o'clock had perforated anteriorly approximately 8 mm, it was into retroperitoneal fat. At approximately 1 o'clock, there was a 4 mm perforation without extension into any other structures. This laid near the aorta. At approximately 7 o'clock, there was a 7 mm perforation posterolaterally into retroperitoneal fat. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc). Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. Approximately eleven years eleven months post filter deployment, a computed tomography scan demonstrated that the filter struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.